Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a lesion with chronic total occlusion. It was reported that stent deformation occurred in vivo during positioning. No patient injury reported.

Manufacturer narrative:
The lesion was in the mid rca. The device was inspected before use with no issues noted. Negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The procedure was completed. The patient was fine. No patient injury reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st to 8th distal stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image received: it appears that deformation is evident to the distal end of the stent. If information is provided in the future, a supplemental report will be issued.